Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the physician was present during the office visit and the cause of the high impedances and burning was unknown. Follow-up was going to be attempted with the patient regarding effective therapy.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 3889-28 lot# va0yk9m implanted: (B)(6)2015 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was hit by a vehicle and it caused her ins to become dislodged. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from patient via a company representative (rep). It was reported that patient experienced burning in the implantable neurostimulator (ins) pocket after being hit by a car from behind. Patient stated the car hit her lower back area in the vicinity of her implanted device. It was noted that immediately after being hit, patient stated "her device was burning." She felt shocking jolting down the middle of her buttocks. Patient was advised by healthcare provider (hcp) to turn the device off. Patient stated the first day it was off her urinary symptoms returned but after the first day, her symptoms disappeared and she reported normal function. Patient stated she felt she might becoming constipation and took omeprazole. Patient had an in-office appointment with hcp on (B)(6) and a rep was present. Rep checked impedances and electrodes 0 & 1, 0 & 2, 0 & 3 were greater than 4000 ohms. The device was turned back on and was reprogrammed to avoid using those electrode combinations. Battery longevity was checked and stated 46-83 months. The burning sensation had resolved at time of her office visit. Patient medical history included perforated colon and surgery. The indications for use for this patient were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0yk9m implanted: (B)(6)2015 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s healthcare provider confirmed that the lead wire was broken and one lead was not working since (B)(6)2017. The patient was scheduled to have the ins and leads removed on the day of the report. No further complications were reported/anticipated.